Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient unit sparked when it was plugged in.

Manufacturer narrative:
No device analysis results are available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
One i3 unit was returned with power supply and accessories. The unit did not spark during analysis, there was no evidence of damage or fraying to power cords, no power supply malfunctions, or damage to the printed circuit borad. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.